Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. As a precaution the battery pins in the customer¿s device were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself. The customer also advised that their device had powered itself on, on one occasion, and the batteries were found depleted during the morning check on two other occasions. There was no patient use associated with this event.